Event description:
As reported, approximately 44 days post initial left side tha, the female patient was brought back for a dislocated left bipolar hip. The bipolar shell and 28 head were removed. The stem checked and found to be well fixed. A competitor's dual mobility cup and an exactech 28 +3.5 head was then implanted. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photo received. Sales rep was unable to obtain x-rays. The device is not available for evaluation as it was discarded by hospital. No other patient information/medical history reported.

Manufacturer narrative:
Concomitant medical products: bipolar head 48mm (cat# bp-2848 / serial#(B)(4)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately 44 days post initial left side tha, the female patient was brought back for a dislocated left bipolar hip. The bipolar shell and 28 head were removed. The stem checked and found to be well fixed. A competitor's dual mobility cup and an exactech 28 +3.5 head was then implanted. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photo received. Sales rep was unable to obtain x-rays. The device is not available for evaluation as it was discarded by hospital. No other patient information/medical history reported. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. Implantation of a total joint could result pain, infection, dislocation, or loosening of total joint hardware. The most likely cause of the reported event is the patient conditions.